Event description:
It was reported that during implant the lead would not go into the header. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was returned for an impedence anomaly. Because the issue of an impedance anomaly was found at implant, there was no device data found to confirm the field event of the impedance anomaly. Therefore, the cause of the impedance anomaly remains undetermined. There was also difficulty in lead insertion into the header. All lead bores were measured and found to be within the required specifications. Therefore, the cause of the lead insertion anomaly remains undetermined.